Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. Investigation summary: the complaint device was received and evaluated. Visual observation confirms the anchor is cracked and bent. The anchor appears new and no evidence of any debris found on the anchor or the tip of the shaft. This type of anchor failure is consistent with historical investigations in which it was determined that the root cause was likely a combination of torque and bending, a user technique issue. A DHR review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no evidence of manufacturing anomalies on the paperwork reviewed. Further, a review into the depuy synthes mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI:(B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI:( (B)(4).

Event description:
A healix advance 4.5 br anchor was being inserted during a rotator cuff repair case and slightly cracked while being inserted into the humeral head. Patient had hard bone and a tap was used before insertion. Insertion axis seemed to be good. No anchor debris broke off in the joint. No patient consequences and a 1 minute delay in case time occurred. Another anchor was opened and the case was completed. Patient consequence? No. Is the information being submitted for this complaint all the details that are known/available regarding this event? Yes.